Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that due to a seizure and a fall, the duohead of the anti-luxation inlay has been dislocated. Moreover, the polyethylene cap has come loose.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was not confirmed. The exact cause of the event could not be determined because limited information was provided. The returned device and medical records are needed to fully investigate the event. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that due to a seizure and a fall the duohead of the antiluxation inlay has been dislocated. Moreover the polythene cap has come loose.